Event description:
It was reported that externalized conductors were observed on the rv lead via fluoroscopy. No electrical anomalies were noted. Lead was capped. The patients condition is fine following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.